Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was 5.6 mmol/l at the time of the incident. Customer stated they went into pool with insulin pump and it dies right away. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed displacement test and active current measurement. Power connector plug in and locked in place properly. Device received pump error 75 during self test, failed sleep current measurement and received unexpected battery power loss, problem isolated to corroded battery tube and corroded electronic assemblies.